Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. However, the customer made unknown repairs prior to ge checkout, therefore the cause of the reported issue is unknown. H3 other text : a ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. However, the customer made unknown repairs prior to ge checkout, therefore the cause of the reported issue is unknown.